Event description:
The complainant alleged that the capacitor had a short circuit. The independent repair statement confirmed the short circuit in the capacitor and identified it as the key failure. Other defects noted were as follows: pilot valve, not switching; manifold o-ring, other/defective; sieve bed tywrap, other/defective.